Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2016, the patient with functional mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of one mitraclip, reducing the mr from grade 4+ to 2+. On (B)(6) 2016, a single leaflet device attachment (slda) was noted. The clip had partially detached from the posterior mitral leaflet and the mr increased to 4+. On (B)(6) 2016, the patient underwent a second mitraclip procedure. One clip was implanted lateral and very close to the previously implanted clip. The mr was reduced from grade 4 to 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to the cleft on the leaflet. The mr is likely related to the slda of the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, additional information was provided that the clip completely detached from the posterior mitral leaflet and remained attached to the anterior leaflet. A second mitraclip procedure was performed, with one clip implanted to stabilize the detached clip and reduce the mr. No additional information was provided.